Manufacturer narrative:
On nov 5 2021, the mentor failure analysis lab received the device for evaluation. On nov 22 2021, additional information was received indicating the replacement devices were mentor gel breast implants (serial numbers (B)(6)). Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted the visual inspection. Visual analysis of the returned sample revealed that the sm mpp gel 350cc breast implant had a tear on the anterior view, measuring approximately 9.6 cm. The evaluation determined that the cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the gel-filled mammary prosthesis. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implants 350cc and experienced bilateral rupture post-operatively, which was confirmed via MRI. The patient experienced a fall, which may have caused or contributed to the event. As a result, the patient underwent removal on (B)(6) 2021. This report is for the left breast prosthesis.